Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 450cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade 4 on right, and unknown grade on left). The patient underwent revision for the left-sided capsular contracture in (B)(6) 2018, no device replacement was reported for that procedure. The patient now experiencing pain when she lies down, which makes it hard to sleep, and a physician confirmed right-sided capsular contracture. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient underwent right-sided capsulectomy and serratus placement, and left-sided capsulorraphy, along with the bilateral implant exchange on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per review of the file on 15-nov-2019, the patient underwent explantation and replacement with 700cc mentor memorygel breast implant, catalog # 3505700bc, left serial # (B)(4). And right serial # (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).